Event description:
The customer reported the evis gastrointestinal videoscope had a leak on the knob side of the control panel. The issue was found when preparing the scope for use in a diagnostic procedure. There was no delay and the procedure was completed with a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the scope cover was broken. The report is being submitted due to broken cover found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and liquid leaked due to loosening of the forceps port. Also, evaluation found the insertion amount was out of standards due to a scratch on the scope cover, the angulation in the up direction and the play of the up/down knob was out of standards due to a worn angle wire, the water cleaning function was out of standards due to a deformed nozzle, the condition of the light guide bundle was not good, the charged coupled device lens was creased, the light guide lens was broken, the bending section cover adhesive was broken, the connecting tube was creased, the electrical connector was corroded, and the control part was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Corrected field: e2/e3/g2 (reporter is a health professional). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the cause of the damage could not be specified. The event can be detected by following the instructions for use (IFU): evis gif type 2t240 operation manual "chapter 3 preparation and inspection" "3.2 preparation and inspection of the endoscope -inspection of the endoscope." Olympus will continue to monitor field performance for this device.